Event description:
Senseonics was made aware of an incident where the customer complained of inaccurate sensor readings. The customer said that the sensor glucose (sg) readings were different from blood glucose (bg) readings. The customer provided the below examples. Date time sg value bg value: a. (B)(6) 8:40 pm cet 132 mg/dl 212 mg/dl. B. (B)(6) 7:30 am cet 79 mg/dl 151 mg/dl. C. (B)(6) 4:00 pm cet 90 mg/dl 161 mg/dl. D. (B)(6) 8:30 am cet 264 mg/dl 199 mg/dl. E. (B)(6) 6:20 pm cet 311 mg/dl 244 mg/dl. F. (B)(6) 8:30 pm cet 243 mg/dl 187 mg/dl. The issue was escalated to next level support who reviewed the system performance and observed deviation, due to which the return material authorization (RMA) was issued for sensor replacement.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The initial investigation was performed on customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the initial investigation analysis, there was a deviation in the system performance from normal behavior. To further investigate the issue and to determine the root cause, the return material authorization (RMA) was issued for return and replacement of sensor. Visual inspection of the returned sensor did not show any abnormalities functional testing of the returned sensor did not reveal any malfunction. The failure mode (sensor performance deviation) could not be reproduced via the in-house testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab.based on the customer synced glucose data in dms, the potential root cause of the sensor inaccuracies could be attributed to transient optical instability during the reported time frame, which could not be reproduced in the lab. B4.date of this report 06 august 2024. D9 device available for evaluation? Yes on 07/02/2024. G3.date received by the manufacturer? 06 august 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.